Event description:
The customer reported that the ventilator would not power on via ac or battery power. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported the backup battery was depleted. The fse reported finding a loose connection on the ac distribution panel. The fse reconnected the ac distribution panel to correct the finding and the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Results: ac distribution panel.